Event description:
(B)(4). I started having pain in my ankles and feet, without having experienced an injury. I attempted to treat my problems by purchasing expensive, highly recommended shoes with orthotic inserts to alleviate the pain. At the advice of a physician, I began taking a diuretic to decrease the swelling in my joints. I was not identified to have any other conditions and they could not diagnose the swelling. None of these things worked. My left foot continued to deteriorate at which time I went to a specialist. I was placed in a boot for 4-6 weeks which was a huge inconvenience with my job, however the foot did slowly show improvement. I still experience pain in both feet at times and have to resort back to the boot if it becomes intolerable. For the past 6 years, I have had joint pain in various areas of my body including hips, knees, ankles, hands, and feet. I have never had any previous injuries to these areas. Overall, I was a very healthy person before receiving this product.